Event description:
There was a complaint of questionable elecsys estradiol iii assay results for 1 patient tested with a cobas e801 module. The sample was tested in both serum and plasma types. The patient¿s initial serum result was 119 pg/ml; the first repeat was 199 pg/ml, the second repeat was 217 pg/ml, and the third repeat was 240 pg/ml. The patient¿s initial plasma result was 119 pg/ml; the repeat was 149 pg/ml. The result of 119 pg/ml was reported outside of the laboratory. The remaining questionable results were not reported outside the laboratory. The elecsys estradiol iii assay used was lot 53910801 and had an expiration date of 30-apr-2022.

Manufacturer narrative:
The patient is documented as being "in his thirties." The customer did not provide complete qc data for investigation; it was noted that qc was within the customer's ranges. The customer declined further investigation and declined to provide any further information. There have been no further events reported. The investigation did not identify a product problem. The cause of the event could not be determined.